Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after failing to pair their implantable cardioverter defibrillator (ICD) to their merlin@home monitor. Upon interrogation, it was revealed that the device had gone into backup vvi mode. Programming changes were made. The patient was stable.